Event description:
While the caregiver was transferring the resident from bed to the shower using the tempo lift, resident slid off and fell to the floor on her back. The caregiver was maneuvering the sling, suddenly one of the resident's legs came out of the sling. The caregiver was maneuvering the lift and the resident's husband was assisting with the transfer. Ref # MFR 9681684-2013-00084.